Manufacturer narrative:
The tip eyelet and a piece of the implant were returned for evaluation. Visual examination revealed no damage to the tip eyelet. The first three threads of the implant appear intact, but the distal end is damaged. The proximal end of the implant was not returned. The end is broken and twisted. Device history revealed nothing relevant to the event. This is the first complaint of this type for this part/lot combination. The cause of this event could not be determined.

Event description:
Customer reports that the implant broke into several pieces as the surgeon inserted it into the patient's right shoulder. The pieces were retrieved by the surgeon via scope. This device is used for treatment.